Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure the physician was unable to reconnect the right ventricular lead to the device and there was a possible grommet/setscrew problem. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is the same brand family as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.